Event description:
The plaintiff's attorney alleged that the decedent experienced hypotension, a cardiovascular event, and subsequently expired on or about an unk date in 2007 after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products.